Manufacturer narrative:
An event of thrombus was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that a device-related thrombus (drt) was observed on transesophageal echocardiogram (tee). Cardiology noted that the patient was taken of dual antiplatelet therapy (dapt) by gastrointestinal (gi) physician, when the patient was admitted for gastrointestinal (gi) bleeding. Then, the patient was placed back on dapt and was reported to be stable. Based on the information received, the cause of the reported incident could not be conclusively determined. Thrombus is a possible outcome of the procedure per the amplatzer amulet instructions for use.

Event description:
It was reported that on (B)(6) 2023, a 28mm amplatzer amulet left atrial appendage occluder was successful implanted. On (B)(6) 2023, a device-related thrombus (drt) was observed on transesophageal echocardiogram (tee). Cardiology noted that the patient was taken of dual antiplatelet therapy (dapt) by gastrointestinal (gi) physician on (B)(6) 2023, when he was admitted for gastrointestinal (gi) bleeding. On (B)(6) 2023, patient was placed back on dapt. The patient is reported to be stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 28mm amplatzer amulet left atrial appendage occluder was successful implanted. On (B)(6) 2023, a device-related thrombus (drt) was observed on transesophageal echocardiogram (tee). Cardiology noted that the patient was taken of dual antiplatelet therapy (dapt) by gastrointestinal (gi) physician on (B)(6) 2023, when he was admitted for gastrointestinal (gi) bleeding. On (B)(6) 2023, patient was placed back on dapt. The patient is reported to be stable.